Event description:
The external pulse generator was returned for repair of a cracked front assembly. It was analyzed and subsequently tested out of specification that was not related to the drop and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis confirmed that the lcd display was broken. The upper/lower cases and side bail covers were broken. The heart block and lead flex cover were contaminated. The release spring was out specification and the battery flex was corroded. The ring was bent.